Event description:
It was reported that a spinal cord stimulation (scs) patient experienced a fall that was not related to the device or stimulation. Following the fall, the patient reported an amplification of pre-existing lower back and leg pain, described as severe and constant. As part of troubleshooting, the device was reprogrammed, resulting in improved therapy optimization and coverage. However, over time, the patient reported minimal sustained pain relief. Additional reprogramming attempts and use of stimulation were undertaken but were not effective. Subsequently, the patient was hospitalized and received a ketamine infusion for pain management. Based on the physicians assessment, the patient experienced hypersensitization, discomfort, and depressive symptoms secondary to pain and inability to work. It is unknown whether these symptoms are directly related to the reported fall. The patient has since been discharged from the hospital. The patient continues to experience pain; however, the scs therapy is providing pain reduction.